Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an issue with the e100 generator. The site was getting a yellow light when they plug in vessel sealer (vse) instrument. The site had restarted e100 twice with a switch on the back of e100 with no change. The site was using integrated electrosurgical unit erbe (erbe) generator for the rest of the case. The site would like to look at e100. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported problem. The isi fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive an e 100 generator and performed a failure analysis. The e-100 generator was installed into the test system, and it worked fine with the synchroseal instrument installed. The synchroseal was used with saline-dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. The e-100 generator was power cycled 10x and found no issue/error. The visual inspection shows the e-100 generator in good condition. The complaint regarding energy issues was confirmed by field evaluation and not by failure analysis.